Event description:
It was reported that an altitude alarm occurred and then customer inadvertently dropped the pump. A malfunction alarm (alarm 3) occurred. Customer's blood glucose was 154 mg/dl. Customer reverted to using manual injections for insulin therapy.